Event description:
Coupling screw short instrument, tip threaded end broke off. (Approx 5mm) this instrument is used for insertion of a lag screw. The broken end is in the lag screw and will remain there till the lag screw is removed, the broken tip could not be found by x-ray.